Event description:
It was reported that one year post-op the patient experienced pain and subsquent x-rays showed a broken screw requiring revision surgery to remove it. Patient outcome: no further information was provided pertaining to the patient outcome as a result of this event.

Manufacturer narrative:
Visual examination and failure analysis confirmed the reported event. The shaft of the screw was fractured. The analysis suggests a reverse bending fatigue fracture with multiple origins. A review of the manufacturing records indicated that there were no dimensional, functional, or material anomalies reported at inspection. The probable underlying root cause for the damage is excessive loading (reverse bending) leading to loss of mechanical integrity.

Manufacturer narrative:
(B)(4). Although information provided states that the explant date is approximately 1 year prior to initial implant date.